Manufacturer narrative:
The reagent lot number was 79645601 with an expiration date of 31-jul-2025. The field service engineer cleaned the sample and reagent diluter and pipette lines. A general reagent problem was excluded because calibration and quality control were acceptable. The investigation determined the service action resolved the issue.

Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas pure c 303 analytical unit. The initial glucose result was 24.60 mg/dl. The repeat result was 280.0 mg/dl. The sample was repeated because the result was lower than the patient's clinical history. The questionable result was not reported outside of the laboratory.